Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure due to safety mechanism dysfunction. After placing iag into a patient, the hcp pressed the button for the safety mechanism but the needle was not retracted.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit with opened packaging and five photos. Visual observation of the unit and provided photos revealed the button was not depressed and there was no visible physical-mechanical damage to the components. Microscopic evaluation revealed traces of misplaced cured adhesive on the outside of the hub and in the area between the tab of the activation button and the grip which prevented retraction from occurring, confirming the reported defect. The defect is likely related to adhesive introduction during the manufacturing process. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure due to safety mechanism dysfunction. After placing iag into a patient, the hcp pressed the button for the safety mechanism but the needle was not retracted.